Event description:
It was reported that after inserting the introducer needle into the target vein in anesthesia, the anesthetist tried to insert the guide wire. Unusual resistance was met and the guide wire could not be moved forward or withdrawn. As a result, both the needle and guide wire were removed and a new kit was opened. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide inserted through an introducer needle. The guide wire was kinked near the bottom of the j-tip at the distal end. The wire was stuck inside the needle and could not be removed, however a manual tug test determined that the guide wire was intact. A review of manufacturing records did not yield any relevant findings. Based on the condition of the sample and the information reported, operational context caused or contributed to this event. No further action will be taken.